Manufacturer narrative:
Correction to d4 UDI: from(B)(6)to (B)(6) the product was not returned for evaluation. Based on the available information, the root cause of this event could not be determined. Complaints of this nature will continue to be monitored.

Manufacturer narrative:
The product was returned. Visual inspection found the tip protector was not returned and the needle is bent/curved. There is dried solution in the aspiration tubing and the assembly looks used. The back cap is aligned correctly with the vent holes in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter has an internal air leak which expels air out the back cap vent hole. This cutter cannot function properly in this condition. Due to the returned condition and evidence of use, the cause of the bent needle cannot be determined. The product was sent to the vendor for further evaluation. This investigation is ongoing.

Manufacturer narrative:
The vendor evaluation confirmed leakage of air in the vent holes of the cap. Measurements were taken of the cap and o-ring. The o-ring was with in specification. The cap had an ID larger than specified for the size of the o-ring which caused a loose fit between the o-ring and the inner cutter assembly resulting in the leak. The most probable root cause was determined to be the cap was not within specification. This is determined to be an isolated incident, and no corrective action is required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is ongoing.

Event description:
The user facility in italy reported the vitreous cutter was not working and made a vent-like noise when the doctor activated the cut.